Event description:
It was reported that "when dr (B)(6) was inserting a 5.5x45mm mantis screw along a guide wire (ref (B)(4)), the guide wire cold welded to the inside cannula of the screw. The screw and guide wire had to be removed, and the surgeon had to start the pedicle preparation process over again. Surgery delay of approximately 10 minutes. (Yes this was an adverse consequence - I had to click "no" on the question because, this eform wasn't working properly)."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.